Manufacturer narrative:
Actual device evaluated. Unable to confirm complaint.

Event description:
On (B)(6) 2017, a patient (pt) reported having "pink eye" in both eyes while wearing acuvue oasys for presbyopia contact lenses. Pt reported inserting new lenses on (B)(6) 2017, eyes were ¿bothering¿ him/her and experienced discharge in od when lens was removed. Pt reported copious amounts of discharge the next morning in both eyes. Pt presented to an eye care provider (ecp) who diagnosed the pt with conjunctivitis (unknown if viral or bacterial) and prescribed an eye drop (name unknown) to use qid x 8 days. Pt stated his/her eyes were not healing and presented again to the ecp on (B)(6) 2017. Ecp prescribed besivance tid x 3 days. Ecp advised pt to d/c lens wear while using the besivance. Pt reported eyes feel fine, no pain but experiencing ¿a lot of discharge¿. Pt reported a wear schedule of 2 weeks and denied sleeping in lenses. On (B)(6) 2017, the ecp was contacted and the following information was provided: ecp reported the pt presented on (B)(6) 2017 experiencing colored discharge and yellow drainage. Ecp reported eyes were not red and no discharge was present during exam. Ecp diagnosed pt with mucopurulent conjunctivitis and prescribed zylet drops ou qid x 8 days, no f/u required. Ecp reported the pt presented again on (B)(6) 2017 advising that eye drops were not helping. Ecp prescribed besivance tid x 7 days, diagnosed with same mucopurulent conjunctivitis. Ecp reported event was continuous and did not resolve when the first drops were prescribed. Ecp reported the pt was cleared for lens wear after symptoms resolved. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00mx97 was produced under normal conditions. One opened contact lens case containing a lens was received. The parameters of the 1 opened lens was measured and a visual inspection was performed. A surface tear was observed on the opened lens. The lenses meet company standards for power, base curve, center thickness, and diameter. This report is for the pt¿s left eye. The report for the pt¿s right eye will be filed in a separate report. No additional information has been received. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.